Event description:
Patient is reporting pump malfunction. He states that he changed his batteries for cadd pump twice and it stated, "low battery." The product faulted after he tried to change the batteries. It did not cause or contribute to injury. The patient has another functioning pump. The pump that is malfunctioning is going to be returned back to the pharmacy, and a new one will be sent to the patient asap. The replacement pump is set for delivery this morning. Dose or amount: 230 nkm. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2012 to ongoing. Diagnosis or reason for use: pulmonary arterial hypertension.